Event description:
It was reported that prior to operation, the lead was checked and it seemed to be bent "over the clear package." The device was returned. There was no health hazard to the patient.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead (lot#v847066) found distal end of the lead was bent at the #0 electrode new out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.